Manufacturer narrative:
The cobas pro ise analytical unit serial number was (B)(6). The calibration was last performed on 17-apr-2024 and it was acceptable. The qc was within the assigned ranges. There was no indication of a performance issue with the reagent. The alarm trace showed a couple of sample probe: abnormal aspiration alarms. The field service engineer found that ise fluidic lines were dirty. He replaced the preventive maintenance kit parts and cleaned ise fluidic lines. He then did operational and mechanical checks and the instrument performed within specifications. The root cause was due to dirty ise fluidic lines. The service actions (cleaning ise fluidic lines) resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation of questionable ise results for 1 patient plasma sample tested on a cobas pro ise analytical unit compared to a different cobas pro ise analytical unit. Results for the sodium (na) test were affected. Initial result: 150 mmol/l. The physician questioned the result and the samp,e was repeated. Repeat result: 142 mmol/l (tested on another cobas pro ise). The repeat result was deemed to be correct.